Event description:
During surgery the catheter broke off in the patient's disc. Surgeon had to open the incision site to retrieve the tip. It was indicated by the or director that the patient was not injured in any way. Further information revealed that the catheter broke about 2 inches from the tip at the distal end while the surgeon was inserting the catheter into place, and looked as if it was sheared off by the end of the introducer needle, but this was not verified. There was a delay of 30 to 45 minutes in the procedure while the surgeon conferred with another surgeon on a course of action to retrieve the tip.